Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the liver. A 165cm transend guidewire was selected for use. However, during preparation, it was noticed that the tip of the guidewire was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).